Event description:
Using itrack advance the surgeon intubated schlemm's canal and was able to advance 360 degrees. Upon withdrawal and viscodilation the surgeon asked the surgical tech to stop delivering ovd at about halfway. The surgeon had noticed the loss of the light. After removal of the catheter, the surgeon stated he thought something was still in the canal, but after inspection did not find anything. The nova eye representative present at the surgery sent the device to the manufacturing site for inspection. Subsequent inspection of the device indicated that the distal portion (~22mm) of the catheter was missing.